Manufacturer narrative:
D10: (B)(6) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. (B)(6) 02-012-44-2011 - logic tibia implant psc insert, sz 2, 11mm. (B)(6) 02-010-01-0320 - logic femoral ps cem right sz 2. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-02246. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation approximately 81 months after a right total knee replacement procedure, the patient underwent right knee revision procedure to address chronic knee pain and patellar component loosening. A revision operative report was provided. Intraoperatively the surgeon observed inflamed synovium and fibrotic tissue once the arthrotomy was made. It was noted there was no sign or concern for infection. The surgeon observed notable osteolysis surrounding the femoral component and was noted to be well fixed. It was elected to leave the original femoral component in place. Additionally, the tibial component was found to be well fixed, and it was elected to leave the original tibial component in place. The patella was noted to be loose and was exchanged. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The potential revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.